Manufacturer narrative:
Unit had a severely cracked and bleeding lcd glass, broken off end cap, cracked case at display window corner, small crack on the battery tube threads and cracked reservoir tube lip. The motor flex was disconnected and the fur on seal was not in place from pump damage. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to cracked and bleeding lcd glass.

Event description:
It was reported the customer was hospitalized on (B)(6) 2015. The customer's blood glucose was 69 mg/dl at the time of admission. Customer stated they had hypoglycemic event, causing them to fall and damaging their insulin pump. The customer stated the paramedics treated the customer with a glucagon shot before being admitted. Customer also stated the bottom plate of their insulin pump had fallen off and there was crack on the screen. The customer also stated their drive support cap had also broken a part during the fall. Customer was advised their insulin pump needed to be replaced. No additional information provided.